Manufacturer narrative:
Neither patient injury nor medical intervention was reported/required. Facility's clinical nurse mgr was unable to provide any medical records on the pt, as this pt was transferred to another facility. The event history on the prisma was erased for this pt, because this machine is currently being used on another pt. Event screen showed that between 19:04 and 20:28 there was a "dialysate bag empty" and an "effluent bag full" alarm. Facility's clinical nurse mgr felt that this was an isolated issue involving the pt's ventilator tubing lying across the effluent scale and they have not had any problems with any of the prisma machines since this incident. In fact, she stated that all five of the prisma machines, in the possession of the acute dialysis dept, are currently being used on patients and are fully operational. Facility's clinical nurse mgr believed that the acute dialysis nurses were adequately trained in the operation of the prisma machine. Therefore, a clinic visit by a gambro renal products (grp) intensive care therapy specialist was not required at that time. Gambro technical service (gts) field rep was not notified, as facility's clinical nurse mgr felt that this was an issue with the intensive care unit equipment interfering with the prisma scales.